Event description:
It was reported that after a full supply change, the ilet user experienced irritation at the cannula site and replaced the site, then primed the tubing while still connected and estimated the fill amount, leading to improper procedure related to the infusion set tubing. During the call, guidance was provided to disconnect before priming and to confirm drops prior to insertion, with glucose readings decreasing from 203 mg/dl to 191 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem with the ilet system, identified a usage problem involving the tubing and an incorrect procedure that contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.